Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis (dka) with blood glucose level reading "high" (>27.8 mmol/l,>500 mg/dl). The pod was worn between 37 and 48 hours on the leg. Symptoms reported include hyperglycemia and diabetic ketoacidosis. The patient was treated with sliding scale insulin and a new pod. The patient was discharged from the hospital after two days.